Event description:
Per the clinic, the patient developed an infection in the mastoid cavity and around the implant site. Subsequently, the patient was treated with oral and IV antibiotics. The patient was hospitalised for the treatment.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.